Manufacturer narrative:
Medwatch sent to FDA on 10/16/2013. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specs. The sterilization cycle is registered as conforming. Device labeling: precautions for use - as a matter of general principle, injection of a medical device is associated with a risk of infection. Undesirable effects - the pt must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. Cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account. Pts must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should treat these as appropriate. Any other undesirable side effects associated with injection of juvederm ultra xc must be reported to the distributor and/or to the MFR.

Event description:
Healthcare professional reported during injection to the nasolabial folds with juvederm ultra xc, the pt began to develop "ecchymosis to the injection site". At 36 hours after injection, the pt reported signs of "flogosis", or inflammation. The pt was assessed and it was confirmed they had developed "erythema, pustules, necrosis and an infection to the injection site". Pt was treated with levofloxacin, levocetirizine, clorelase and mupirocin ointments, aspirin, and hyperbaric chambers. Three days after the apparition of symptoms, the reported erythema "has settled and the pustules have disappeared; the infection is under control".